Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir had air bubbles. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. The customer was assisted to remove the air bubble. Customer stated that the insulin was placed on the window and it was cold so he thinks the insulin was not stored in room temperature. No further information provided.